Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removing the shield, the needle with the shied was separated from the barrel."

Manufacturer narrative:
H6: investigation summary: customer returned two images of a single 0.3ml syringe with no pouch for identification. The syringe has had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A device history review could not be completed as no batch number was provided. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from japanese to english: "when removing the shield, the needle with the shied was separated from the barrel."